Event description:
The patient's spouse reported that the needle of a v-go 30 popped out, was stuck, and could not go back in. The spouse wanted to know how to get the needle back in. The spouse was advised to reach out to the patient's health care practitioner (hpc) for additional information, and that a new v-go device should be used. It was reported that the device is available for return. To date, the device has not been received by the manufacturer for evaluation.